Manufacturer narrative:
The reported event of a cac adapter not providing consistent power could not be confirmed. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. Analysis revealed that the device passed visual examination and functional testing. The cac adapter was able to provide consistent power to the test bed controller. Per the instructions for use (IFU): the hvad controller requires two power sources for safe operation: either two batteries, or one battery and an ac adapter or dc adapter. The instructions for use (IFU) and patient manual include a reference guide for both visual and tone alarms including potential causes and actions to take. The cac adapter has cables that connect to the controller and into an electrical outlet. The instructions for use (IFU) and patient manual instruct the user that a green indicator light on the adapter will indicate proper connection. If the ac/dc indicator doesn't turn green, the controller is using battery power and the "power disconnect" alarm will sound. The IFU cautions users to not force connectors together without proper alignment. Forcing together misaligned connectors may damage the connectors. Users are instructed to return any damaged components to the manufacturer. This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. This event was assessed and is being reported as part of a retrospective review of events, which was in response to an update to the MDR decision criteria.

Event description:
A report was received that a patient reported that her ac adapter keeps cutting in and out with power. The patient further reported that she had no issues with the power outlet at home and had the same issue when she tested it with several of her power outlets. In addition, she reported that the green light on the adapter would flicker even after ensuring that it was fully engaged in the wall outlet. An audible click was also heard when the patient connected her ac adapter to the power port of her controller. The patient denied any damage to the adapter and reported that the issue was not associated with any controller alarms or pump stop events. The vad team inspected the device and did not see any visible damage to the adapter. They further reported that they were able to reproduce the issue when the ac adapter was plugged in at the clinic visit. The device was exchanged with no reported patient consequence.